Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd nexiva single port 22ga 1.00in (0.9 mm x 25 mm) experienced a port cap that was deformed/defective. Product defect was noted during use. The following information was provided by the initial reporter: material no: 383512. Batch no: 9179241. Product description summary: the nursing staff are having a difficult time with the ¿port cap¿, that closes off the IV set, trying to pull it apart so that it can be hung-up for the IV tubing. The port cap is not releasing easily as previously been done.

Event description:
It was reported that an unspecified number of bd nexiva single port 22ga 1.00in (0.9 mm x 25 mm) experienced a port cap that was deformed/defective. Product defect was noted during use. The following information was provided by the initial reporter: material no: 383512, batch no: 9179241. Product description summary: the nursing staff are having a difficult time with the ¿port cap¿, that closes off the IV set, trying to pull it apart so that it can be hung-up for the IV tubing. The port cap is not releasing easily as previously been done.

Manufacturer narrative:
Investigation summary: received a nexiva 22ga unit inside an open package from lot number 9179241. All components were present. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: the unit was received with the needle assembly fully disengaged and separated from the catheter adapter assembly. The needle cover and vent plug were still placed on the assembly. The port on the winged adapter did not display signs of damage or adhesive. The needle cover and vent plug were manually removed from the catheter-adapter assembly without resistance. Functional: the needle was pushed into the out position and disengaged again, no resistance was felt, and the needle successfully engaged the safety mechanism. Conclusion(s): indeterminate: the returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, and the failure described in the event description could not be replicated at the laboratory.